Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The insulin pump was not able to complete the rewind process due to reoccurring motor error alarm. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase.